Event description:
It was reported during the prior extraction of the right ventricular lead, the functional right ventricular lead and the left ventricular lead dislodged. The functional right ventricular lead was repositioned and the left ventricular lead was removed and a new left ventricular lead implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).